Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse is waiting budget approval from the hospital to begin the evaluation. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had alarmed for a lack of negative pressure. Treatment was started on (B)(6) 2020 at 14: 20 pm and the alarm occurred at 5:10 am, (B)(6) 2020. The cs300 was replaced with another and is currently in use. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The alarm had been recorded in the fault logs as well. It was determined that the issue was caused by the failure of the vacuum solenoid valve (k7) in the drive manifold. To fix the issue, the fse replaced the drive manifold, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had alarmed for a lack of negative pressure. Treatment was started on (B)(6) 2020 at 14: 20 pm and the alarm occurred at 5:10 am, (B)(6) 2020. The cs300 was replaced with another and is currently in use. No patient harm, serious injury or adverse event was reported.